Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) with heavy calcification and heavy tortuosity. The 2.8x26mm graftmaster covered stent was attempted to be advanced; however, the graftmaster failed to advance due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another graftmaster stent crossed and was implanted to treat the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report, returned device analysis found that the hypotube was separated. Follow up with the account confirmed that the separation occurred outside the anatomy and the distal portion was easily removed. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported issue could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. It is likely handling and/or manipulation of the device during the procedure caused the reported shaft separation. In this case, it is possible the device may have interacted with the heavily calcified and heavily tortuous lesion during advancement, resulting in the reported failure to advance and subsequent reported shaft separation; however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.